Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: it was reported 1 cannula holder had a crack and could not be used. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield and the hub with a crack. This defect can occur if the needle hub was not properly centered in the fixture and was damaged when the plastic shield was assembled. A device history record review was completed for provided material number 302047, lot number 9193528. The review did not reveal any detected quality issues during the production of this lot that could have contributed to this reported defect. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. It could be possible that the needle hub was not properly centered in the fixture and got damaged when the plastic shield was assembled. Even do the symptom is confirmed. It is recommended that hypodermic marketing confirms the source of the sample shown in the photo. The product and lot was produced with yellow needle hub, as specified; however, the photo provided shows a needle assembly with a green light color needle hub. Rationale: CAPA not required at this time.

Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro was cracked. The following information was provided by the initial reporter: 1 cannula holder had a crack and could not be used.